Event description:
Medtronic received information that when removing this delivery catheter system (dcs) from its container, it was noticed that the handle had come apart and was not assembled. The handle was not crimped on tightly. No small pieces were noted in the tray. Another dcs was used for the implant. No patient involvement was reported with the broken dcs.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs)at medtronic's quality laboratory, visual analysis showed the device was received with the capsule fully closed and the deployment knob components separated. One tab of the male deployment knob component was observed to be detached. The detached tab was not returned with the device. The female deployment knob component was damaged with visible stress marks. Despite the deployment knob components being damaged and separated from the device, the capsule could be retracted by pulling back on the t-core component. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The capsule appeared intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported when the dcs was removed from the tray, the handle (actuator) was noted to be separated. The suspect dcs was returned for analysis. The device was received with the actuator components separated, which confirmed the reported event. One tab of the actuator component was detached and the other tab was damaged. There was no other evidence of damage on the dcs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.